Event description:
The treating physician reported that the device was programmed off after observance of high impedance. Additional information was received that the explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The explanted devices have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.